Event description:
A distributor from france reported that the pump had a faulty t button, requiring significant pressure to turn the pump on or off. There was no reported impact to the customer's blood glucose levels. The customer reverted to an alternate form of insulin therapy.